Manufacturer narrative:
Ethnicity: unknown, information not provided. The lens is not returning for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to zonulysis. The capsular bag support was lost post-operation day 1 of the initial surgery. Pars plana vitrectomy was performed and a competitor lens was placed as the replacement. The patient was doing well post-operation with the competitor lens. No further information provided.